Event description:
On (B)(6) 2025 cataract surgery left eye lal+ (light adjustable lens+) implanted. Vision was clear sharp from fingertips and beyond after surgery. I previously required progressive prescription lenses for all distances. No starbursts. Halos around street lights were gone after about 12 days. (B)(6) 2025 1st light adjustment done by office optometrist. I was told by my ophthalmologist on previous visit that first adjustment will only be to correct astigmatism. I agreed to only correct astigmatism (right eye dominant). Optometrist set target to -050. Vision became worse at all distances. Dysphotopsias, irregular light distortion, extreme light intolerance light sensitivity indoors especially with overhead lights. When outdoors I saw multiple 8 plus sporadic irregular large starbursts & shadow ghost images with any lights or reflective surfaces that caused a glare during the day or night. Being in the sunshine or looking outside with the sun shining was uncomfortable without a hat and I always wore the rxsight required sunglasses. I was very conscientious about always wearing the rxsight provided glasses during all waking hours indoors & outside. I couldn't read without the clear bifocal glasses the company provided. (B)(6) 2025 yag capsulotomy-secondary cataract told me no pco (posterior capsular opacification) but would eventually need to be done and wouldn't charge. (B)(6) 2025 2nd light adjustment with my surgeon & rxsight rep was present per my request. Rxsight rep stated equipment was checked & she looked at the data from my first adjustment and everything was done right. I was told this adjustment would be to fix the visual disturbances-issues-astigmatism. Was told on this day that I could not ask questions of the rep in the room all questions needed to go through my physician. Vision became even worse after2nd light adjustment¿visual disturbances, increased glare, ghosting & shadows & increased sensitivity. Triangle shaped glare starburst visual distortion. Vision was not sharp at any distance, overlapping mirror images with reading. (B)(6) 2025 given soft contact lens trials of multiple strengths. Corneal topography: findings od: regular astigmatism. Findings os: irregular astigmatism. None of the contact lenses helped with the light sensitivity¿aversion¿starbursts or multiple images. (B)(6) 2025. Ophthalmologist cancelled future adjustments in order to discuss my case with rxsight. (B)(6) 2025 I hadn't heard back from the office & when I called, I was told my ophthalmologist spoke with rxsight representative team in depth. A custom contact lens based on the topography of my eye has been ordered to rule out ocular surface disease. (B)(6) 2025 office visit for trial of custom rigid lens as recommended by rxsight representative¿vision was not improved. I declined the offer for another adjustment & requested a referral to (B)(6) eye institute for second opinion & lens exchange. Rxsight rep helped facilitate apt with dr. (B)(6). (B)(6) 2025 I saw dr. (B)(6) at (B)(6). She thought I just wasn't adjusting to monovision & had me purchase progressive lenses. I required 2 additional refractions by my optometrist after my visit to (B)(6) & filled 3 pairs of glasses prescriptions for a correction to see to drive. None of the eyeglass prescriptions solved the multiple images, light intolerance or starbursts. I had no clear vision at any distance. Adamant she would only exchange one lens & said right, even though I verbalized the dysphotopsias my left eye were worse (my right lal+ lens was cloudy¿central optic haze). (B)(6) 2025 had a 2nd surgical consult by a physician in (B)(6). This physician explained he can see rings in my left, but can't determine it's causing my visual disturbances, he has to go by what patients tell him what they see. Also documented od "lal+ with haze", (B)(6) 2025 I had op surgery lens exchange, vitrectomy. The light aversion, sensitivity, intolerance & irregular astigmatism resolved. Acuity 20/30 & improving. My original ophthalmologist & rxsight are both aware of the problem with the lens that developed haze opacity & have photos showing this with the lens in the eye. I do not know if they sent reports to FDA. May only be lal+ version is flawed. I felt dr. (B)(6) was only seeing me at the rxsight request & the visible flaw because she works with rxsight in promoting lal/lal+ lenses in videos yet could not answer my questions about the light adjustment procedure because she said she doesn't do them. It was proven with the custom rigid lens trials, soft contact lens trials & rx progressive glasses my visual disturbances could not be corrected. On social media there are speculations that visual disturbances arise with non-focused light adjustments, during lock in adjustments procedures etc. I am not the only case with the lens becoming hazy (od), visual disturbances, irregular astigmatism, or cloudy and I only completed 2 adjustments. It's my understanding the lal+ lenses were never thoroughly tested before allowed on the market. Only tested for far or distant vision & in only one eye. As a retired rn, until I printed these 8 pages & took time to review, I was very overwhelmed. As you are aware it's typically older patients needing cataract surgery. Many patients are not on social media, would not question their results, believe physicians & live with adverse outcomes. Many are having issues & would not know to report. I believe the physicians blame everything on dry eye or ignore their complaints because they are not aware of a product flaw & /or they are not experienced in removing them. The lenses are very thick & there is difficulty & risk of them shattering into little pieces in the eye when being cut in half in order to remove them. No patient surveys are done to collect data to inform patients or physicians to of issues or + - outcomes for an informed decision on implanting lal/lal+ lenses including being glasses free or development of dysphotopsias.